Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low before bed at 50 mg/dl. Customer treated low bgs, by eating a cookie, but woke up with an elevated bg levels of 324 mg/dl. Customer treated elevated bg by administering a correction bolus via the pump, and changing out the cartridge. Customer and contact declined to troubleshoot, as they were able to correct for elevated bg level which brought it down to 123mg/dl. Customer's contact stated that the customer was to meet with an endocrinology team in a few weeks to discuss bgs.